Event description:
The customer reported that the ventilator alarmed with blower stalled error and screen went blank after upgrading unit to 2.20 software. The customer reported there was no patient involvement.